Event description:
Osteomed drill with a 7 oz bur. The drill was malfunctioning and it began to heat up. Once the drill began to heat up, it was in contact with the upper right lip for a very short time which created a superficial burn to the upper right lip. The drill malfunction was corrected and a different handpiece was used. In the mean time bacterial ointment was placed on the upper right lip. Complications superficial burn to the right upper lip secondary to osteomed drill malfunction with increase in heating dictated by jae jun m.d. See attached report, please see entire report. See scanned pages. Date of use: 2008. Diagnosis or reason for use: tooth extraction.